Manufacturer narrative:
Consumer experienced a partial lost filling.

Event description:
Consumer called stating that they lost part of a filling.

Manufacturer narrative:
The root cause of the customer's complaint could not be determined.